Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp)] regarding a patient who was implanted with a neurostimulator for parkinson dual and movement disorders. It was reported that the implantable neurostimulator (ins) was turning off or had turned off unexpectedly. The impedance was normal. Hcp later checked again and c <(>&<)>3 was 2212 ohms. It was stated that on (B)(6) while sitting in his room, with tv on, game console on, heater on and patient was texting, she sense that the ins turned off because patient had violent tremors. Patient could not text at the time and by the time he got to his patient programmer, the therapy was on. Patient services advised manufacturer representative to have patient keep diary of when and if patient felt therapy had turned off again, to document what he was doing and what equipment was around at the time. Hcp was then to get the manufacturer data and sent it in for further analysis. It was also reported that hcp had trouble accessing the device usage on the day of this call, which showed no data. The patient last interrogated was (B)(6) 2016. The change in symptom was considered sudden. Additional information received from hcp on march 02 2016 reported that they checked the battery, impedance and all within normal limit. This episode only happened once and it appeared to have lost effect on patient tremor for several seconds and then resolved and complete tremor control. The cause of ins turned off was not determined. The ins turning off and violent tremors were resolved and now working well.

Manufacturer narrative:
Correction on previous report mfg #3004209178-2016-05131. Date changed to (B)(6) 2016 from (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.